Event description:
It was reported that distal tip separation occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. After rotational atherectomy with rotablator and pre-dilatation with a balloon was performed, a 3.00 x 28mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The stent was removed, and the lesion was ballooned again. When attempted to advance the stent again, it failed to deliver, and it was noted to be fractured close to the tip of the stent. It became stuck in the guide and partially in the left main due to the fracture/break. The detached device was removed by using another guidewire and balloon to trap the detached device in the guide and pull the devices out as a whole system. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.